Manufacturer narrative:
Although multiple attempts were made to obtain the device, it has not yet been received. At a minimum, a review of the device history record is pending.. Initial reporter full phone number: (B)(6).

Event description:
The complaint/event involved a 8.5" (22 cm) ext set w/3-way stopcock, spin luer, bulk non-sterile. The complaint report stated that leakage was detected while injecting an unspecified 'ultrasound contrast agent' and saline. There was no report of any patient harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.